Event description:
During a left heart catheterization procedure, a scimed catheter became kinked near the patient's left coronary artery. When the physician attempted to unkink and remove the catheter, the tip of the catheter became wedged within the sheath and broke off. The shaft of the catheter was pulled out, but the sheath and the broken end of the catheter remained in the patient. The patient was sent to the operating room where the hub portion of the sheath was cut off to facilitate the removal procedure. The remainer of the catheter and the sheath were successfully removed. The patient was put in post-op and had another catheterization procedure the next day. All used product is being retained by the hospital.